Event description:
It was reported a triple lumen PICC was placed in the patient's left arm on (B)(6) 2022. The line was secured with the statlock included in the PICC kit. On (B)(6) 2022, the ICU rn documented that the white lumen of the PICC was cracked.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4329 showed two other similar product complaint(s) from this lot number.